Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device." (B)(4).

Event description:
It was reported that a small portion of the coil protruded from the catheter's tip during removal. The target lesion was located in the superficial femoral artery. A 6mm x 10cm 2d interlock¿ was selected for use. During procedure, when the coil was inserted, it was noted that the coil became stuck inside the distal end of the renegade micro-catheter. Furthemore, it was noted that a small portion of the coil was protruding from the catheter's tip during removal. The procedure was completed with another of the same device. No patient complications were reported.